Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Apr - "2nd device used in case. Surgeon experienced the blade trigger become stuck 2 times (seals 15 and 16). First seal surgeon used monopolar to cut around the tissue to remove the device. 2nd seal was able to open handle with additional force. Tissue being sealed on was bloodier than normal." Patient status: "no change to patient status".

Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon visual inspection, engineering observed substantial eschar buildup on the jaws of the device, and that the blade lever was locked in the returned position. Upon further evaluation, engineering activated the device on alcohol soaked paper towel and found that the heat and steam was able to loosen the eschar and improved blade movement. As such, engineering determined that eschar buildup in the blade channels prohibited the blade from entering the jaws, which resulted in the inability to actuate the blade lever. The root cause of a stuck blade trigger is due to eschar buildup in the blade channel of the device as blade movement improved upon cleaning the jaws as specified in the voyant instructions for use (IFU). The IFU warns the user that "buildup of eschar can negatively affect sealing and cutting performance" and to "use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information rcvd 23nov2016: device handle and blade lever stuck on seal 15 and additional monopolar device was used to remove the jaws on tissue. Device was able to be reopened outside of the patient. Device was used again, jaws locked and blade lever stuck on activation 16, but was able to be reopened without additional instrumentation. Device jaws were not cleaned during the procedure. Surgeon commented that she may have taken a larger than normal bite. Surgeon completed case with standard techniques as case was nearly complete.